Event description:
On (B)(6) 2013 the patient contacted animas for an unrelated issue and during the call with customer technical support (cts) the patient reported that about 12 weeks ago he experienced low blood glucose (bg) of 34mg/dl. The patient stated that he self-treated with orange juice and did not seek medical intervention. Additional details could not be provided. Cts reviewed the pump with the patient and found all settings and histories were correct. The patient reportedly changes his site every 2 to 3 days and denied any site issues. The patient reportedly uses cold insulin to fill the cartridge but denied any issues with the insulin. The patient stated he is currently on 20 medications for various health issues, including neuropathy, gastroparesis, asthma, and pain. The patient stated his healthcare provider is currently looking to see if the patient has rheumatoid arthritis or lupus. The pump was reportedly exposed to MRI in (B)(6) 2012 and may have been exposed to x-ray at an unspecified time. Although all settings and histories were found to be correct, cts determined there may be an unspecified pump malfunction that may be a cause or contributor to the reported low bg. This complaint is being reported due to the allegation that the patient experienced hypoglycemia while using insulin pump therapy possibly related to a non-specific pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found.. Unable to duplicate the complaint during the investigation process. Review of the black box shows the last bolus and the last basal delivery were on (B)(6) 2013. Only typical usage alarms were observed in the alarm history; there were no eaws related to the complaint. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. The pump was tested on a (B)(4) flow test; the pump passed the required test and was found to be delivering within the specification. No errors or alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.